Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence, pain, inflammation, infection, scarring, nerve damage, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, failure of mesh, mesh migration. Post-operative patient treatment included revision surgery and hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.